Event description:
It was further reported that the target lesion was a 90% stenosed, 3.0x30mm lesion. Treatment consisted of pre-dilation with an unspecified balloon. Post dilation was not performed. The residual stenosis was 0% and timi 3 flow was maintained through out the procedure. The patient was discharged without complication two days later on bayaspirin and plavix. Per the physician, the restenosis was listed as "definitely" related to the study stent.

Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the pt presented with in stent restenosis. The index procedure treated the target lesion located between the distal left circumflex (lcx) artery and left atrioventricular groove. Treatment placed a 3.0x32mm taxus express2 study stent. In 2008, a 9 month f/u angiogram revealed a 75% restenosed, 3.0x18mm lesion in the lcx artery. The pt had no anginal symptoms. Treatment consisted of balloon angioplasty and the placement of a non bsc stent resulting in 0% residual stenosis. A 3.0x15mm, 75% stenosis was also revealed in the mid left anterior descending (lad) artery. Treatment consisted of angioplasty and the placement of a non bsc stent resulting in 0% residual stenosis. The pt was discharged 2 days later and the outcome was considered "resolved".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.